Manufacturer narrative:
The pad-pak was first installed successfully on the 17th march 2010 and performed to specification up to the 27th february 2012. On the 28th february 2012 the device was manually powered up and passed a self-test. Later on this date the device was manually powered up and failed a self-test due to a low battery. Between the 15th august 2014 and the 17th august 2014 the device recorded four ten minute manual power ups. The device passed a weekly auto self-test on the 24th august 2014 and continued to perform successful weekly auto self-tests, alongside two ten minute manual power ups, up to the 2nd august 2015. Further multiple manual power ups of mainly ten minute duration were recorded between the 5th august 2015 and the final history log entry, prior to receipt at heartsine, on 19th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the low battery fail on the 28th february 2012 may have been due to the user installing a partially depleted pad-pak or the pad-pak not being correctly seated within the device housing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.